Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that per their spouse, the patient was having constant low flow alarms of 0.9. An emergency medical services (ems) was called, and it was decided not to pursue life saving measures. The patient passed away on (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed as no log files were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No products were returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, "heartmate touch¿ communication system" explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting," explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.